Manufacturer narrative:
The ge svc rep flashed the system nodes and reloaded the calibration files on the system, verified operation, system operating as intended.

Event description:
The customer reported the system displays collimator cal. And filament cal required. No pt injury was reported.